Event description:
Device 1 of 4. Ref MFR report numbers: 1627487-2014-01052, 1627487-2014-01053, 1627487-2014-01054. The patient received two leads with the same lot number. It was reported the patient was evaluated fora possible infection from the ipg site to the anchor site. After a st scan, surgical intervention may be undertaken contingent on the results. Follow-up identified the scs system was explanted on the same day. The wounds were left open to heal. Cultures were taken, however the results were inclusive due to antibiotic treatment. Product will not return to the MFR.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.